Event description:
A malfunction was reported on the pump. There was no adverse impact to the customer's blood glucose level. Technical support provided the customer with pump reset information and assisted in resetting the pump, after which the malfunction did not recur, allowing the customer to continue using the pump. The customer was advised to report back if the issue reoccurred.